Manufacturer narrative:
Hologic technical support (ts) reviewed both worklists and noted that both runs were valid with normal-appearing curves. Ts noted no hardware or reagent preparation issues with either worklist. Ts informed the customer of specimen-specific issues such as low target or touchpoint contamination. Ts also advised the customer to not touch the tops of caps and change gloves as needed. A risk assessment was performed and the probability of occurrence of harm due to this issue was assessed as remote and the residual risk is as far as possible. Quality performed the MDR assessment: malfunction. No further issues were reported. H3 other text : other text.

Event description:
Customer reported one sars-cov-2 tma run, (B)(6), using assay lot 330781 on panther instrument (B)(6) which had 1 discrepant sample during a validation test. Customer noted the sample was stored at -70 degree celsius between the initial and validation test run. Customer retested the initially negative result (B)(6) using the same sample tube and assay lot and obtained a subsequent negative result (B)(6). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer confirmed the initial negative result was reported out on (B)(6) 2023 and was later amended to positive. Customer noted not having information if the patient received treatment based on the reported results. There were no associated adverse events.